Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 4.0 inr was not observed in the meter's patient result memory. It was observed that the customer's returned meter was set to the incorrect time/date. All other alleged results were observed in the meter's patient result memory with incorrect time/dates.

Manufacturer narrative:
The coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from a coaguchek xs meter. At 3:02 pm the meter result was 3.6 inr. At 3:05 pm the meter result was 2.8 inr. At 3:16 pm the meter result was 4.0 inr. At 3:18 pm the meter result was 2.9 inr. The patient's therapeutic range is 2.0-3.0 inr.